Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer open/close sensor was defective. A field service engineer replaced full height cubie drawer open/close sensor, tested and released to customer. Fse then performed medstation es hardware test application software diagnostic and customer performed multiple drawer inventories. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.